Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported that sounds began to be muffled and intermittent at the end of (B)(4) 2018. One month later sounds were consistently cutting in and out. No trauma or degradation of health was reported. External parts were exchanged but with no change. The recipient was re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that the sounds began to be muffled and intermittent in (B)(6) 2018. One month later sounds are consistently cutting in and out. No signs of infection, swelling or medical issues other than a sinus infection several weeks ago were reported. No trauma or degradations of health was reported. External parts were exchanged but no change was reported. The next course of action will be based on the results of a CT-scan, which scheduled for first part of (B)(6) 2018. Re-implantation is considered.